Manufacturer narrative:
A customer in the united states notified biomérieux of a failed proficiency test for slot a1 on the mini vidas® blue 110/220 v instrument. An investigation was performed. A review of the cap report and the last qcv test results confirmed a qcv failure was detected on (B)(6) 2017 on position a1 of the instrument, where the proficiency test was performed three days before. Concurrently, a biomérieux fse went to the customer site to replace the instrument screen, and then serviced the instrument which included cleaning. The fse then qualified the instrument by performing a qcv test, in which result values were conforming for all positions of the instrument. The retrospective analysis was requested from the customer between the last conforming qcv and the qcv issue. The customer stated they did not retest any samples and was not able to retest, so the retrospective analysis was not provided. The customer reported there were patient samples run and all results were reported to the physician. The customer stated the impact to patient results and treatment was not known, however, treatment is not solely based on pct results, as other tests are run and patients are treated accordingly. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. In summary, the root cause was a clog was present in the a1 position of the instrument, leading to the proficiency test failure. The fse removed the clog and qualified the a1 position during a service visit for the instrument.

Event description:
A customer in the united states notified biomérieux of a discrepancy associated with the minividas® instrument. The customer reported that they discovered a failure on position a1 and learned of the failure from a failed proficiency reported to cap. The history of the position a1 is as follows: on (B)(6) 2017 qcv is okay. On (B)(6) 2017 failed proficiency. On (B)(6) 2017 qcv not okay. On (B)(6) 2017 field service engineer (fse) performed pump cleaner on position a1 and then qcv was okay and results were within range. On (B)(6) 2017 rerun the proficiency and it was close to the mean. On (B)(6) 2017 biomerieux requested retrospective analysis. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.